Event description:
It was reported that the right ventricular (rv) lead had perforated the ventricle as the lead was outside the heart wall. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2010.